Event description:
A home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3 of 4. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained se 2240 indicates a large amount of air had entered cassette. The hp stated they did not disconnect, there were not leaks and confirmed starting over with new supplies. The tsr advised the hp to let the nurse know about the alarm. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).